Event description:
Customer reported she was just out of the hospital and was very sick. Customer did not want to provide further information do to her being a private person. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.